Manufacturer narrative:
The returned device was evaluated and the download data from the returned device showed that an 0x40 alarm had been generated. The data showed no timeouts or drops in pulse widths, though the rotational sensor failed to transition as expected, indicating that a rotational sensor malfunction occurred that caused the 0x40 alarm. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in an internal fluid leak. Inspection of the commutator cap found discoloration characteristic of fluid contact. This fluid contamination indicates that the internal fluid leak resulted in fluid on the commutator cap that contributed to the rotational sensor abnormalities and subsequent 0x40 alarm.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod hazard alarm during wear.